Event description:
The patient reported being dizzy and tingling in forearem and fingers since implant. Patient is an operations engineer and works around large running motors. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.